Event description:
It was reported that the device repeatedly restarts and the screen is black. No patient harm was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation was based on the provided information of the service technician. Other than in the initial information received the reported error was detected during maintenance; the device was not in use on a patient. The service technician onsite identified a faulty patient system heater and a faulty pcb graphic controller as root cause of the reported event. According to the statement of the service technician after replacement of these parts the device worked as intended again. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. In case the ventilator software detects an internal failure, the user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. Depending on the cause the ventilator may attempt a warm start to solve the issue. The device reacted as specified on a detected deviation and posted appropriate visual and audible alarm to notify the user. Based on the investigation results this case is no longer considered to be as neither death nor a serious injury were caused, nor would it be expected to occur in case of recurrence.

Event description:
It was reported that the device repeatedly restarts and the screen is black. No patient harm was reported.